Event description:
The customer tested the same pediatric specimen with the amplicor hiv-1 monitor test, v 1.5 using both the ultrasensitive and standard test methodologies. The standard method has a stated assay range of 400 to 750,000 c/ml of hiv-1 rna. The ultrasensitive method has a stated assay range of 50 to 100,000 c/ml of hiv-1 rna. With the standard method, a titer of 467,434 c/ml was generated with amplicor hiv-1 monitor test, v 1.5 lot g05626. With the ultrasensitive method, titers of 8618 c/ml and 20364 c/ml were generated with lots g05626 and g06583 respectively. Using the standard method, vqa proficiency samples of 1,500, 15,000 and 150,000 c/ml generated results within established ranges with lot g05626. Using the ultrasensitive method and lot g05626, these same samples generated results within established ranges for the low and mid range vqa samples. The high vqa sample generated titers 45,000, 87,000 and 69,000 c/ml using the ultrasensitive method. No erroneous patient results were reported.